Manufacturer narrative:
Other this product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, physician could not feel inflation on pilot balloon, resulting in overinflating the cuff and thereby causing tracheal injury.

Manufacturer narrative:
One sample was received for evaluation. The reported condition was not confirmed. The device history records (DHR) review shows the product was released to specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.